Manufacturer narrative:
Event date: exact date unknown, event occurred years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15753942/15753942.

Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. The explanted devices were kept by medical facility. No further information could be obtained despite good faith effort.